Manufacturer narrative:
The event occurred on an unspecified date in ( (B)(6) 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the foam was fully separated from the minicap. The reported condition was verified. The cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap a baxter technician determined that the sponge was fully separated from the minicap. There was no patient involvement. No additional information is available.